Event description:
It was reported that smoke came out of the top of the camera during a procedure. The procedure was successfully completed with a back up device with no allegation of adverse consequences.

Manufacturer narrative:
The device is being shipped to the manufacturer for investigation. When the investigation is complete, a follow up report will be filed.